Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: 17203657.

Event description:
It was reported that the patient had inadequate stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.